Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer got the message the surgeon side console (ssc) is not compatible with the system. Logs were showing error 31016. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the nurse to check if the ssc is the one they use with this system and she confirmed it has a written note on it that says only to use with sl0820. But somehow the ssc is running a different version which needs to be updated. They want to move the patient to another da vinci to finish the case for now. The procedure was converted to another da vinci system with no patient harm. Isi followed up with the initial reporter and obtained the following additional information: after connecting the ssc to the system, the system would not boot up. After changing the blue connection cable and shutdowns several times, the hotline was contacted who confirmed that the system would not connect. On august 19, 2022, the hospital staff were asked to update all the systems with a new update which was done as instructed. Hospital staff were expressly informed that the ssc must also be updated with the new update. Nobody was aware that the ssc had to be updated together with the vision side cart (vsc) and the patient side cart (psc). The patient was successfully operated on with a different system after a delay of about 1 hour. On september 06, 2022, isi contacted the site and obtained the following additional information regarding this event: there was no patient involvement. The patient has not been operated on with the system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) investigation has not completed yet. A follow-up MDR will be submitted if additional information is obtained. A log review confirmed the procedure date of (B)(6) 2022 with system sl0820. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted to another da vinci system after the start of the procedure due to the surgeon side cart not compatible with the system. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change. .